Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed, and device not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h4 device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that several drawer failures had occurred, and the device was not detected on the bus. A field service engineer found that the station interface printed circuit board was dead on drawer of the main unit. The board was removed and replaced, and the device was tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed, and device not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.